Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intermittent far field r-wave (ffrw) oversensing occurred resulting in false detection of atrial tachycardia / atrial fibrillation (af) episodes.

Event description:
It was noted that the ra lead exhibited far field r wave oversensing noted on the presenting electrograms (egm) as well as the atrial tachycardia/atrial fibrillation (at/af) episodes, at times it appears at/af episodes are recorded due to far field r wave oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ra lead exhibited ffrw oversensing, high threshold and increase of thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was waking up each night feeling a sensation. It was thought this may be the result of capture management. It was further reported that far field r-waves (ffrw) and intermittent increased thresholds were noted on the electrograms (egm) for the right atrial (ra) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.